Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 1/2" burn hole, caused by a broken thermostat. No deaths or injuries were reported.